Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by malaise, decreased appetite, unresponsiveness, confusion and lethargy. The cause was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was still in the hospital and outcome of the event was not reported. Action taken with pd therapy was not reported. No additional information is available.